Event description:
It was reported that the device did not capture for 15 seconds in a pacemaker dependant patient, after being connected to a new lead. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.